Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on an unknown date. Customer¿s blood glucose reading at the time of the incident was 36 mg/dl. Customer was treated with glucose tablets and food for low blood glucose. Customer also reported symptoms like mental confusion, inability to follow simple commands, weakness. Customer was using insulin pump within 48 hours if reporting low blood glucose event. Customer was assisted with trouble shooting for low blood glucose event. The insulin pump will not be returned for analysis.